Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic ureteroscopy procedure for stone removal. No laser was used for this procedure. The zero tip stone retrieval basket broke approximately 10cm from the distal tip while in the pt. The basket was retrieved from the pt. Another zero tip device was utilized to complete the stone removal procedure. The pt tolerated the procedure well with no reported ill effects. Pt condition noted to be fine.